Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient developed an infection at the pod site after wearing the device for approximately 37 to 48 hours. The pod was removed on (B)(6) 2026 and the infusion site was described as tender, with a lump and redness extending approximately 3 to 4 inches around the pod area. On (B)(6) 2026, she consulted a physician from (B)(6) health centre by phone and provided photographs of the affected site. The patient's mother did not provide information regarding a diagnosis. After reviewing the images, the physician prescribed an oral antibiotic (flucloxacillin) to be taken four times daily. The patient¿s mother also confirmed prior use of a prescribed cavilon no sting barrier spray for routine site preparation. The patient was able to apply a new pod, and the pod involved in the event was reported to have been discarded.